Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History list: the daily basal rate was delivered. All boluses were programmed and delivered. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the infusion device was not delivering a bolus from (B)(6) 2013. Patient stated on the evening of (B)(6) 2013 she had a blood glucose level of 18.1 mmol/l (326 mg/dl) and performed a bolus using the glucose monitoring device. Patient reported the next morning she had a blood glucose level of 15 mmol/l (270 mg/dl) and performed another bolus using the glucose monitoring device. Patient's normal blood glucose level was not provided. Patient stated her blood glucose level remained elevated throughout the day and she continued to use the monitoring device to perform a bolus. Patient reported she did not check the infusion device to confirm insulin was being delivered. Patient stated at 3:37 pm 0.4 units of insulin were delivered and the infusion device began to work correctly since that time. Patient did not seek outside medical assistance for the issue. Patient reported no error messages were shown on the infusion device or the glucose monitoring device throughout this incident. Patient is currently still using the infusion device. Advised patient to discontinue use of the infusion device and continue with her back up plan. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.